Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had issues with their system causing them more pain when on. The pain seemed closest to the battery site. The pain subdued when the system was off. The patient stated the symptoms had been going on for about a month. The patient has an appointment with their healthcare provider (hcp) on (B)(6) 2017 and a rep will be present to assess the system. No further complications were reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 serial# (B)(4) product type lead product ID 977a260 serial# (B)(4) product type lead: conclusion code 22 applies to the leads and fdc 92 applies to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-sep-26. The rep stated that an x-ray at the appointment showed that the leads have migrated to the pocket site. The pain at the pocket when the system was on but not off was a result. The patient is considering a revision versus a removal and will be placed on the surgery schedule when they decide. The patient is keeping the implantable neurostimulator (ins) charged in the meantime but the system is off. The surgery has not yet been scheduled. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-oct-20. The rep stated that the patient saw the physician assistant on the day of the report and has decided to have their system removed but the surgery has not been scheduled yet. No further complications were reported/are anticipated.